Manufacturer narrative:
(B)(4):the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report #'s 3005099803-2011-01637, 3005099803-2011-01638 and 3005099803-2011-01639. It was reported to boston scientific corporation that three speedband superview super 7 multiple band ligators were used to treat varices within the patient's esophagus during an esophagogastroduodenoscopy (egd) procedure with band ligation on (B)(6), 2011. According to the complainant, upon inspection of the speedband device (manufacturer report # 3005099803-2011-01637), it was reported that the bands on the ligating head appeared to be "split or cut." The device was not used on the patient. A second speedband device (manufacturer report # 3005099803-2011-01638) was used and the same issue occurred. Upon inspection of the device outside the patient, it was reported that the bands on the ligating head appeared "split or cut." The device was not used on the patient. A third speedband device (manufacturer report #3005099803-2011-01639) was used and upon initial inspection, the device appeared to be normal. The third speedband device was used in an attempt to band varices within the patient's esophagus; however, when the bands were deployed, they were found to be "split or cut" and fell off the varices. The bands were open and in a "c" shape instead of an "o" shape. The physician did not retrieve the bands from the patient. A fourth speedband device was used to complete the procedure without complications. The patient was reported to be fine post procedure.